Manufacturer narrative:
Other relevant device(s) are : product ID neu_unknown_lead, lot# serial# :unknown , product type: lead. Product ID: neu_unknown_lead, serial/lot . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for n on-obstructive urinary retention. It was reported that they were in the hospital because the lead moved and the wires were sticking out of the patient's back. The patient was going through surgery. Additional information was received stimulation was increased to 4.1 and the patient said she felt sore and her stomach was hurting, but stimulation was lowered to a comfortable level.  No further complications were reported/anticipated at this time.